Event description:
It was reported that the pt experienced withdrawal with symptoms of altered mental status, hypotension, hypothermia and fever. The pt was admitted to the hosp. The pump was used to deliver baclofen 1000 mcg/ml at a daily rate of 105 mcg. (The pt had been on a steady dose of 96-105 mcg/day). In addition, the pt takes oral baclofen as needed. The nurse reported that at the last refill (date not reported) the medication concentration was changed from 1000 mcg/ml to 1000 mcg/ml. A bridge bolus was programmed along with the same dose of medication. The pt's family reported that the pt stopped taking her oral baclofen this past week. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.